Event description:
Stem implanted in 2000, pt fell down early 2001, and the fall introduced dislocation of the cup and ball of the implant system and hence a revision surgery was necessary and performed in 2001.